Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. No samples/pictures or any other evidence of impacted IV cannula 20 g 32mm pink wings port safety, (B)(4), was received from the customer for evaluation. Also, the batch number is unknown and for this reason it was not possible to come back to the manufacturing partner for batch record review and archived sample analysis. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. If samples or any other useful information for investigation becomes available from the customer, the complaint will be re-analysed accordingly.

Event description:
Customer reported that the patient has previously used venflon from another brand and has recently been switched to this one. After the change of brand, the patient has developed an abscess-like rash and major reactions of the venflon. The patient has previously reacted to nickel, and therefore wants to know what the venflon is made of.